Event description:
Citation: katrien de keukeleire et al. Transarterial embolization with onyx for treatment of intracranial non-cavernous dural arteriovenous fistula with or without cortical venous reflux was published in j neurointervent surg in 2011. The following report received by medtronic (covidien) through review of literature: technical complications were observed in two patients. On two occasions unexplained distal rupture of a 0.010 transend guidewire without clinical consequences. In one of these patients, the microcatheter was stuck in the onyx and broke upon removal. The broken part of the microcatheter was carefully pushed up with the guiding catheter, salving it in the internal maxillary artery (ima) and occipital artery (oa). The patient had mandibular pain and cheek numbness which resolved spontaneously. Low molecular weight heparins for 1 week and aspirin were prescribed. There were a total of three entrapped microcatheters (on a total of 36 microcatheterizations) broke on removal in the internal maxillary artery without any clinical consequence.procedure related complications were: facial nerve palsy, hemithermoanesthesia syndrome and protracted nuchal rigidity in one patient each. The right-sided hemithermoanesthesia occurred in a patient due to reflux of onyx embolization. This patient had a large deep seated type ii dural arteriovenous fistula (davf) of the vein of galen, after additional transarterial onyx embolization using the posterior choroideal artery (pch). It was further noted that ultraflow microcatheters and marathon microcatheters (ev3) were used, it unknown which of these catheters were used in the reported events. Information received from the same article as mfrs: 2029214-2015-00381, 2029214-2015-00383.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/21990829.this report was created to capture the events related to the unknown microcatheters.the microcatheters were not returned for evaluation. Therefore an event cause could not be determined. A lot history review could not be performed as the lot numbers were not reported.(B)(4).